Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports that after they pulled fluid into the syringe they discovered a small piece of plastic floating inside the syringe.

Manufacturer narrative:
Submit date: 7/13/2016. A device history record review of the reported lot numbers, 515912x, 516339x and 517058x, confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. The actual sample involved in the complaint event was received for evaluation. The manufacturing site reviewed the .pdf picture file.. There were three photographs in the picture file. The first photograph displayed a luer lock syringe assembly with the gray plunger rod and rubber tip assembly retracted to approximately the 7 ml position. Resting on the rubber tip of the plunger assembly was the luer tip. The second and third photographs appeared to display the same syringe. The manufacturing site received one unpackaged syringe sample with this customer report. A complete investigation was performed. A white plastic detachable needle assembly was attached to the luer tip of the syringe sample. A piece of a luer tip from a syringe barrel was identified inside the syringe barrel. The detachable needle assembly was removed from the syringe assembly for evaluation of the barrel luer tip. The luer tip of the syringe sample was completely formed and intact. The broken luer tip identified inside the syringe barrel came from another syringe barrel. Potential contributing factors to a broken syringe component being located in the syringe barrel i.d. Include, but are not limited to: - component transport damage through the syringe barrel printing and syringe assembly process. A corrective and preventative action (CAPA) has been initiated to address broken syringe components being located in the syringe barrel i.d. The following control mechanisms are in place to prevent the occurrence and acceptance of broken syringe components in the syringe barrel i.d. During the syringe assembly and packaging processes: the manufacturing site maintains material verification processes. The resin must pass a certification review prior to acceptance and release to the production floor. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly and packaging machines. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process in a controlled manufacturing area. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The barrel printing is conducted within a validated process. The barrel print quality is visually inspected and physically tested for adherence to the quality inspection standard. Procedures and standard work instructions exist for the set-up, operation and maintenance of the hot stamp printers. Inspectors are trained in the proper methods for operation, cleaning and maintenance of the printing process. The syringe assembly and packaging is conducted within a validated process. The syringe assembly machine is designed with a high plunger rod detection sensor to detect when the plunger assembly is not fully seated in the syringe barrel. Improperly seated plunger assemblies are identified as defects and ejected from the syringe assembly machine. Procedures and standard work instructions exist for the set-up, operation and maintenance of the syringe assembly and packaging machine. Inspectors are trained in the proper methods for operation, cleaning and maintenance of the printing process. During manufacturing, associates inspect product at periodic intervals and test product for compliance to the quality inspection standard. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. This is a single use syringe. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. A corrective and preventative action (CAPA) has been/will be opened to address this reported issue.